Manufacturer narrative:
Section b1: corrected. Section d1: brand name corrected. Section d4: UDI and catalog number corrected. Section g2: corrected. Section h1: report type corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: the reported event of the outflow graft becoming detached from the pump was unable to be confirmed through this evaluation as the pump remains in use, and no photographs were submitted for evaluation. The patient remains ongoing on the hm 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5, ¿surgical procedures¿ instructs the user on how to prepare the hm 3 outflow graft for implantation, as well as includes instructions for attaching the sealed outflow graft to the pump. The IFU states, ¿remove the thread protector from the pump and the outflow graft. Using the screw ring, attach the outflow graft to the pump cover, turning the ring clockwise. You will hear a clicking sound as you tighten the screw ring (this is normal). Continue turning the ring clockwise until it comes to a complete stop and stops clicking.¿ additionally, this section of the IFU states, "once the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion."

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that following implant of the heartmate 3 (hm3) and initiation of the pump, the outflow graft had become detached from the pump and blood was filling the chest cavity. The hm3 was stopped. The surgeon was walked through how to reattach the outflow graft. The surgeon initially had difficulty getting the outflow graft to attach to the pump. Eventually the outflow graft was seated and ratcheted down appropriately with guidance from the clinical specialist. The perfusionist was responsible for pump preparation prior to operation. Nothing out of the ordinary was noted during pump preparation. The outflow graft attached appropriately and the perfusionist was asked if the purple wrench screwed all the way down and was as tight as they could get it, which they confirmed. The pump with the outflow graft attached was filled with sterile saline, a glove fingertip was placed over the inflow cannula and a hemostat was used to close off the distal end of the outflow graft, per the physician's request of how to assemble and present to sterile field. There was no indication that outflow graft was loose during this process or while suturing the outflow graft to ascending aorta. When pump was initiated, initially there was no issue. The chest did not begin filling with blood until about 1-2 minutes after pump initiation at 3000 rotations per minute (rpm). The patient was still on cardiopulmonary bypass when this event occurred. It was noted that the patient was recovering in intensive care unit (ICU).